Event description:
During a pta treatment procedure, the sasuga ham pta balloon dilatation catheter ruptured on the first inflation to 16 atms. The lesion was a calcified, 100% stenotic lesion in the left superficial femoral artery. A bright tip sheath and transend guidewire were used during the procedure. The sasuga balloon was removed and replaced with another to successfully complete the procedure. No pt injuries or complications were reported. The pt's status was reported as 'good'.